Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. As a result, the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address elevated bg. Customer reverted to manual injections for insulin therapy.